Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic with high lead impedance on their right ventricular lead. The physician cleared the alert trigger and programmed the patient notifier off. The lead remained implanted. The patient would continue to be monitored and remained in good condition.